Manufacturer narrative:
(B)(4). Batch #m91m34. The device was received in good physical condition. The instrument was tested for continuity and was found to be conforming. There were no anomalies noted with the functionality of the device. It could not be determined what may have caused the reported incident of: ¿cautery issues¿. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk.

Event description:
It was reported that during a lap ovarian cyst resection, the device was able to cut the target tissue only once over five times. Although the devices were reattached and the connection with a generator was rechecked, the same event continued. Another device was used to complete the case. There were no adverse consequences to the patient.